Event description:
Removal of dental implant for non-osseointegration. The clinician identified the reason of removal as failure-to-osseointegrate related to patient bone quality and infection.

Manufacturer narrative:
The implant was not fractured. The implant was examined under 20x magnification and no thread defects were noted. The device history record was reviewed and verified that sterilization parameters met specification.